Manufacturer narrative:
Additional information received that did not report hearing the low flow alarms that preceded the event. The no power alarm was checked when the controller was sent in and it was working. They also saw the low flow alarms on the monitor. Controller/ con187819 returned date: 09/02/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: controller/ (B)(4); exp date: 10/31/2015: mfg. Date: 10/31/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient who had been on support for 5 years was found by family with both batteries disconnected. Emergency responders were called and the family reconnected the batteries. The family states they did not hear an alarm when they found the patient, but stated the pump started when the batteries were reconnected. CPR was performed en route to the hospital but the patient subsequently expired on (B)(6) 2016. It was stated that when the hospital reviewed the controller, there were low flow events recorded. When the facility checked controller, the "no power alarm' functioned as expected. The tentative cause of death reported by the surgeon is stroke but this is pending the autopsy by the outside hospital. No additional information is available at this time.

Manufacturer narrative:
It was reported that the patient was found with both power sources disconnected from the controller. The controller ((B)(4)) was returned for evaluation. The pump ((B)(4)) was not returned for evaluation as it was not explanted for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log file analysis revealed a controller power up and motor start event on (B)(6) 2016 at 16:19:46 and 16:19:56, respectively. The data point prior to the controller power up was recorded at 15:59:58, and revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 98% relative state of charge (rsoc). The data point recorded 15 minutes after the controller power up event was recorded at 16:34:45 and revealed that (B)(4) was connected to power port 1 with 95% rsoc and (B)(4) was connected to power port 2 with 50% rsoc. Maximum pump off time is approximately 20 minutes. Fifteen low flow alarms were triggered between 16:20:02 and 17:37:01. The average estimated flow was 1.8 liters per minute (lpm) when the low flow alarms were triggered; the flow limit was set at 2.2 lpm. The last data point in the data file was recorded at 17:19:51. Two additional controller power up events were recorded after at 17:28:57 and 17:35:57. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The controller was allowed to run for an extended period of time under ambient temperature conditions. The results revealed that the "no power" alarm was triggered when both power sources were disconnected from the controller, indicating that the internal nickel-metal hydride battery (nimh) battery that powers the "no power" alarm is functional. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to a disconnection of both power sources. Additional information reported indicated that an autopsy was not performed because it was declined by the family. The pump remains implanted in the patient post-mortem. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device is likely a contributing factor. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Clinical factors that may have contributed to the patient's outcome related to the event included hypoxia of the brain resulting in stroke; which was tentatively listed as the cause of death by the medical team. During testing of the controller, by the site and the manufacturer the "no power" alarm was determined to be functional. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to a disconnection of both power sources. Additional clinical contributing factors related to the event are multifactorial and may be attributed to patient age and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.